Event description:
There is no indication that the product caused or contributed to an adverse event. However, the patient's father informed the customer care advocate that the results were allegedly hard to see due to a "rainbow" discoloration on the subject meter's display screen. The patient's father said that his son's friend accidentally sat on the subject meter, causing the discoloration. The complaint is being reported because the alleged display issue was not resolved with troubleshooting. Replacement product was sent to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.